Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) had the home patient (hp) cycle the power. The hc then alarmed system error 2367. The tsr had the hp cycle the power again and the alarms cleared. The hp stated she would setup with new supplies so she could perform a manual drain. The tsr advised her to inform her registered nurse of the event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.